Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned for evaluation. The coil body was stretched and the wire was noticeably straightened at the broken end. This suggests that a pulling force was placed on the wire of the body coil, which straightened out the wire before the wire broke in a tensile failure. The complaint stated that the coil was damaged during insertion into the catheter and the anatomy was very tortuous. The coil most likely failed when it was kinked or damaged and began to stretch from the damaged segment during tracking through the tortuous anatomy. The coil was likely retracted with a force greater than the tensile strength of the wire filament of the coil. Based on the provided information and evaluation of the device, the complaint was confirmed. The root cause is unknown; however, the investigation findings are consistent in nature to cases in which the applied force during retraction of the device overcame the tensile strength of the device/materials.

Event description:
It was reported that resistance was encountered while advancing the embolization coil in the microcatheter. During removal, the coil unexpectedly detached in the microcatheter as it was being withdrawn. There was no reported intervention or patient injury. The current patient's status is reported to be stable, with no issues.